Event description:
It was reported when using the bd pyxis¿ es server, user mentioned pyxis machines are all offline. They say "in disconnected mode" this is across all machines and our server website where I also cannot login. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, user mentioned pyxis machines are all offline. They say "in disconnected mode" this is across all machines and our server website where I also cannot login. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter prefix, initial reporter occupation, other occupation, section g report source. Upon investigation of the actual device used in this incident, it was determined that the stations were on disconnected mode. A technical support service followed the "es 1.7 - stations entering "disconnected" mode repeatedly - recompile setting" and "es database server performance troubleshooting" knowledge articles steps to configure the server settings to resolve the issue. The system functioned as intended after the technical support service troubleshot the device.